Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds, fracture and high impedance on the right ventricular (rv) lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 for missing complaint of arrhythmia also h6.

Event description:
It was reported that the patient presented in clinic due to an arrhythmia. Device interrogation revealed high capture thresholds, fracture and high impedance on the right ventricular (rv) lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient was in stable condition.